Event description:
Customer reports that, "CPAP check was completed in clinic by rt. Upon inspection the o2 bleed in adapter was found to be melted and completely sealed shut. No oxygen could pass through the o2 connection port. The o2 connection port became very soft and pliable, like rubber." Customer provided additional information on (B)(6) 2012, stating that the patient came in for a routine CPAP check and it was noticed that the adaptor was sealed shut. The patient was not aware of the condition of the adaptor. No patient injury/impact occurred.

Manufacturer narrative:
(B)(4): investigation: one sample was received for evaluation. Upon visual inspection of the sample it was noted that it was deformed at the inlet port. In a similar report the sample was submitted to chemical analysis, and in accordance with teknor apex analysis it was confirmed that the deformed ports were exposed to dehp. In conclusion the deformation is caused by long term use with the pvc connector. This failure reported is not caused by manufacturing personnel; this type of defect is caused during long-term contact of the two plastic materials during product usage. A project has been opened to implement a labeling change indicating the risk of this failure with long term contact between these materials. A lot number was not provided; therefore a device history record review could not be performed.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.